Event description:
It was reported that this left ventricular (rv) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead exhibited high capture threshold over the years.

Event description:
It was reported that this left ventricular (rv) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.